Manufacturer narrative:
(B)(4). Information regarding the sample was not available and therefore device evaluation is still unknown. If the sample is recovered and evaluated, a follow up report will be submitted. The 510(k) number is not provided as the product code is unknown.

Event description:
On (B)(6), 2010, a healthcare professional (hospital employee) from (B)(6) contacted baxter's call center to ask about therapy programming. The call center advised the customer consult with the regular doctor about the therapy to be programmed. The customer also reported that the male patient was admitted to the hospital for a suspected case of peritonitis. Outcome and causality were not provided. There was no allegation of device malfunction.